Event description:
It was reported that the patient presented to the hospital with muscle stimulation. A chest x-ray confirmed atrial lead dislodgement. The patient's device was reprogrammed and the patient would be monitored.